Event description:
The customer reported that the insulin pump displayed 150 units remaining in the cartridge for an extended period despite insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced, and the customer reported no issues with the replacement; further attempts to gather additional information on a fill estimate issue were unsuccessful.